Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that after the doctor placed the first screw and when they went back in to place the second, they felt inaccurate. They re-spun the patient and placed a few more screws before they felt it was inaccurate again and re-spun again. The inaccuracy was with all instruments and was medial. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, software version: 1.3.2. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: manufacturers' representative checked the device onsite and did not find any issues with any of the spine navigation instruments, the navigation midas, and they did a verification of the o2 and everything was well below the threshold. No hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-aprl-08 e1 (rep): additional information received. The surgeon reported an inaccuracy of 5 millimeters.

Manufacturer narrative:
H3. Software analysis determined that the logs captured that the site used the o-arm auto registration on the date of the issue reported and took 4 spins. The archive has 4 o-arm exams with 192 slices each, but provided insufficient information to determine root cause of the reported behavior. Based on the information provided suspect movement of anatomy relative to frame during screw placement, but there is no way to confirm this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.